Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in 2019, the ins had gone dead because the patient had stopped charging the ins due to unrelated personal issues. They tried charging the ins again in (B)(6) of 2019 but they were unable to charge it. No symptoms were reported. The patient inquired about replacing the ins. They were redirected to see their doctor to have the devices checked and to discuss options. No further complications were reported or anticipated. 2020-feb-20 additional information was received from the patient. It was reported that they stopped using their scs and now they are getting a new ins implanted. Patient was now on medication so that brought her pain levels down and she hoped the new scs with the medications will combine to help her pain. No further complications were reported.